Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 2nd may 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and that it had performed to specification up to (B)(6) 2015. The device records manual power ups of ten minutes in duration between (B)(6) 2015 and the last log entry, prior to receipt at heartsine on (B)(6) 2017. During the time an installed pad-pak became depleted and a further pad-pak was installed. After further investigation, it was found that the membrane of the device had failed due to a breakdown in the cross-over insulation resulting in leakage current which had caused the device to switch on automatically and would account for the multiple manual power ups, mainly of ten minutes of duration observed in the devices history log, and would confirm the reported fault.